Manufacturer narrative:
The reported issue was confirmed. The root cause identified is failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 and actual 28, the system has 3666.5 system hours and would be coming in for service under the service plan.